Event description:
It was reported that; cage became dis-attached from the inserter during implantation. While trying to further impact the cage and then attempting to remove it applied pressure on the spinal cord causing a decrease on the patients sensory during ssep monitoring. We eventually removed that cage and inserted a second one successfully. The second cage was eventually inserted correctly and the same inserter was used to complete the surgery.

Manufacturer narrative:
Method: risk assessment. Results: device was not returned and lot# was not provided. Therefore device inspection, device history review and complaint history review could not be performed. Conclusion: without the device evaluation, the exact root cause cannot be determined conclusively.

Event description:
It was reported that; cage became dis-attached from the inserter during implantation. While trying to further impact the cage and then attempting to remove it applied pressure on the spinal cord causing a decrease on the patients sensory during ssep monitoring. We eventually removed that cage and inserted a second one successfully. The second cage was eventually inserted correctly and the same inserter was used to complete the surgery.